Event description:
On 10/18/93 at 1645, resident was sitting up in a wheelchair with a lap tray in place, when resident fell to floor. Resident suffered two (2) lacerations on mid-forehead and bridge of nose, and fractured nasal bone and maxillary spine. It was noted that the velcro strap at right side of lap tray had loosened and given way, causing the whole lap trap to loosen, which subsequently led to residents fall. It was found that athe lap tray was applied properly. It was suspected there was not enough surface velcro for adherence and any pressure against the strap loosened the velcro for adhesion. All lap trays of this type were removed from use.